Manufacturer narrative:
Method: the sample will not be returned. Results: without the actual product, an analysis cannot be conducted. Conclusion: the lot number was not provided; therefore the device history records could not be reviewed. If additional info pertinent to this event becomes available, I-flow will reopen the case report.

Event description:
Drug/diluent: marcaine .25%. Fill volume: 300 ml. Flow rate: 4.0 ml/hr. Procedure: abdominal hysterectomy and burch procedure. Cathplace: sub fascial and closed peritoneum. Infection reported 9 days following abdominal hysterectomy/burch procedure. Pt received antibiotics prophylactically. Wound was covered with telfa/abd dressing. Pt used pump for pain management. Marcaine (.25%) administered from (B)(6) 2012, although physician indicates pump should have infused through (B)(4) 2012. Infection noticed (B)(6) 2012 by physician during office visit.